Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.